Manufacturer narrative:
(B)(4). (B)(6). Narrative: fisher & paykel healthcare has requested additional information from the customer regarding the reported complaint. We will submit a follow-up report upon receipt of the requested information and completion of our investigation.

Manufacturer narrative:
(B)(6). Narrative: the device is not expected to return to fisher & paykel healthcare for evaluation. An investigation was carried out based on the event description. It was reported that the warmer head was cracked. The cracking of the upper head casing of an infant warmer is likely to be a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic of the infant warmer. Fisher & paykel healthcare requested information on how the warmer was being cleaned from the hospital. Photographs of the cracks were also requested, however no additional information or photographs were provided. The plastic surfaces highlighted in black contain plastic components made from polycarbonate or acrylic, and include the entire heater assembly, bassinet side panels, column cap and front panel fascias. Caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. Our cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other highlighted warmer components.

Event description:
A healthcare facility in (B)(6) reported that an iw990 infant warmer had a cracked head. The damage was noted prior to patient use.

Event description:
A healthcare facility in (B)(6) reported that an iw990 infant warmer had a cracked head. The damage was noted prior to patient use.